Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an ankle procedure, a fibulink was inserted. The tibia screw was inserted and then the green suture was unwinded but the suture was still intact after removing the black handle. Tried to engage fibulink by pulling laterally on silver tube but it did not engage. Suture was released and it did completely disengaged the fibulink. Fibulink was removed and a second fibulink was inserted. While inserting the second fibulink the silver tube was pulled laterally and the gold tube came out. We had to remove the fibulink again and inserted a cortex screw instead. Fibulinks and removal kit was not billed for and was disposed of. There was no surgical delay. The procedure outcome was unknown. There was no patient consequences. This report is for one (1) fibulink syndesmosis repair kit ti. This is report 1 of 2 for (B)(4).